Event description:
It was reported that the right ventricular (rv) lead dislodged into the atrium, apparently, due to twiddler's syndrome. The rv lead was removed and replaced. It was also reported that the right atrial (ra) lead dislodged into the subclavian vein, apparently, due to twiddler's syndrome. The ra lead was removed and replaced. It was further reported that the physician felt the implantable pulse generator (ipg) device "had not been working right since implant.¿ the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5092 implantable pacing lead 2012 (B)(6); addr01 implantable pulse generator (ipg) 2012 (B)(6). (B)(4).

Manufacturer narrative:
The full lead was returned and analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.